Event description:
The customer contact reported a particulate. The tubing set was being used to deliver an unspecified solution. A pca tubing set was connected to the tubing set and was being used to deliver an unspecified solution. After an unspecified length of time in use, the healthcare professional noted a yellow particulate in the tubing set "near the connection" of the two tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.